Event description:
The customer contact reported during testing at the user facility, channel b of the device alarmed with s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department with a note that stated "s421 malfunction alarm, channel b". No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.